Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed sense measure r-wave amplitude. R wave sensing voltage appear to either drop or are undefined beginning the week ending (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d354trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; product ID 407652 implantable pacing lead, implanted: (B)(6) 2011; product ID 419678 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there was a decline in right ventricular (rv) lead sensing noted on the weekly controls through home monitoring. The lead remains in use. The patient was enrolled in the optilink heart failure (hf) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.